Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menstrual disorder ("abnormal menses"), menorrhagia ("prolonged menses") and infection ("infection"). The patient was treated with surgery (underwent a partial hysterectomy on 2007). At the time of the report, the pelvic pain, abdominal pain lower, menstrual disorder, menorrhagia and infection outcome was unknown. The reporter considered abdominal pain lower, infection, menorrhagia, menstrual disorder and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff complained about her symptoms to providers. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.